Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-07042022-0001162470, submitted for adverse event which occurred on (B)(6) 2012. Mwr-07042022-0001163287, submitted for adverse event which occurred on (B)(6) 2021.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted into the patient. It was reported that the patient underwent mesh removal on (B)(6) 2021 due to pelvic pain and cystitis cystica. No additional information was provided.